Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty distribution panel board/printed circuit board could not be identified. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] use the video system center only under the conditions described in ¿ environment¿ on page 368 and ¿specifications¿ on page 369. Otherwise, improper performance, compromised safety and/or equipment damage may result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, no image from the digital visual interface output due to a faulty distribution panel board. In addition, intermittent image coming from serial digital interface port 2 due to a faulty printed circuit board failure, heavy dust found inside the unit, and corrosion on the pins of the receptacle were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center serial digital interface output port of the rear panel was not working. The event occurred during maintenance and there was no patient involvement, no harm or user injury reported due to the event.